Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between april 25-26, 2025. H11: the actual device was received for evaluation. Visual inspection was performed which identified a damaged segment of the tube set. Additional inspection showed indentation marks from the manufacturing flow wrap sealer equipment on the damaged area of the tube set. The reported condition was verified. The cause of the condition was determined to be related to manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had defects in the tubing. This was discovered after opening the package. There was no patient involvement. No additional information is available.